Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced high blood glucose over 400 mg/dl earlier that day. Customer stated that the high was due to not having enough insulin. He changed the infusion set and treated with manual injection. The customer also reported he was sleeping when he received a lost sensor alert but the communication was reestablished. Blood glucose at the time of event was 70 mg/dl which he treated with orange juice. Customer declined troubleshooting for high or low blood glucose. The insulin pump was not replaced.